Event description:
Respiratory care discovered that the 340 ml hudson rci aquapak bubble bottle used for humidification of nasal cannulas can be opened improperly such that the flow of oxygen to the pt could be restricted due to the orifice not being fully patent.